Event description:
Procedure type: lap sigmoid resection. According to the reporter: the trocar tip of the device was unintentionally left inside the patient. Two to three days post-operatively, the patient complained of abdominal pain. The patient was re-operated in 2006 to remove the trocar tip. Because this patient was a very unhealthy and sick patient, he remained in the hospital under observation until 2 weeks when he was released. The length of the hospital stay was not due to the trocar tip, but rather, the patient's health condition. The patient has recovered.